Event description:
It was reported that the programmer displayed different error messages during power up and interrogations. Technical support (ts) had the company representative connect to the software defined network (sdn) without the ethernet cable being connected. The caller then forced the programmer into a series of reboots. The programmer successfully went through long boots and the caller went back on the select model screen using the service disk. The cursor was flickering and the disk kept spinning with a blank screen for over two minutes. The programmer was able to interrogate the device without any problems. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).